Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test due to prime anomaly. Missing end cap sticker.

Event description:
Customer reported high blood glucose reading. While trying to prime the insulin pump, the bottom fell off. The blood glucose reading is 370 mg/dl. The drive support cap is damaged, the bottom of the insulin pump is missing. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.